Manufacturer narrative:
The complaint investigation for false positive results when using alinity I total ss-hcg reagent lot number 57059ud01, included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and field data review. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the complaint issue. Labeling was reviewed and found to adequately address the issue. Device history record review on lot 57059ud01 did not show any potential non-conformances, deviations, or non-conformances associated with the complaint issue. Customer field data was used to assess the performance of the alinity I total ss-hcg assay using worldwide data. Review shows that the median patient result for the lot is within established limits and comparable with other lots in the field, confirming no systemic issue for the lot. Based on the investigation, no systemic issue or deficiency of the alinity I total ss-hcg reagent lot number 57059ud01 was identified.

Event description:
The customer observed a falsely elevated alinity I total b-hcg result for one 36 year old female patient with a thickened endometrium. The patient was negative by another method. The following data was provided: alinity initial result = 36.45 miu/ml repeat result = 34.00 miu/ml new sample result = 29.19 miu/ml beckman result = negative colloidal gold result = weakly positive no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated alinity I total b-hcg result for one 36 year old female patient with a thickened endometrium. The patient was negative by another method. The following data was provided: alinity initial result = 36.45 miu/ml repeat result = 34.00 miu/ml new sample result = 29.19 miu/ml beckman result = negative colloidal gold result = weakly positive no impact to patient management was reported.